Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with this pacemaker experienced discomfort with pressure in the shoulder. Additionally, patient also experienced low heart rate. Battery also lost two and a half years in 8 months at last follow up. As of this time, the device remains in service. No adverse patient effects reported.